Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that pacing failure occurred after connecting the device and lead with the wrench. The physician heard the wrench knocking and felt something was wrong. A loose connector was confirmed. The device was not used and was replaced. No patient complications were reported as a result of this event.